Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the electrode was missing. The customer's blood glucose value was unknown. Customer reported sensor was removed for sensor signal not found, when he has removed it he realized that the electrode was very short. The device will not be returned for analysis.